Event description:
It was reported that the patient underwent lumbar fusion surgery at l2-l5 using rhbmp-2/acs. Allegedly, bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. The patient reportedly developed severe physical pain, and mental pain and suffering.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) (revision surgery, disc herniation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: patient presented with the following pre-op diagnosis: post discectomy collapse and degenerative disc disease at l4-5. Procedure: posterior spinal fusion l4-5; transforaminal lumbar interbody fusion l4-5. Instrumentation l4-5. Cage insertion and local autograft. Per-op notes: autograft bone which had been morselized into bone meal was combined with 1/3 of a large rhbmp-2 sponge and this was packed into the anterior disc space. Another 1/3 of the rhbmp-2 sponge was placed into the cage which was then impacted into position and pushed to the contralateral side so that it was well centered in the ap and lateral planes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.